Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a ruby coil. During the procedure, while advancing the ruby coil through the lantern delivery microcatheter (lantern), the ruby coil pusher assembly became kinked; therefore, it was removed and the ruby coil was flushed out. The procedure was completed using a pod6 and the same lantern. There was no report of an adverse effect to the patient.